Event description:
The customer notified siemens that the pt treatment plant had the gantry starting from 60 degrees. However, the customer used this treatment plan with the gantry starting from 909 degrees for double exposure, which is general procedure at the customer site. The first segment was completed. However, instead of the gantry moving to 90 degrees the gantry automatically moved to 120 degrees at the start of the second segment. Reportedly, there was no interlock and no error message appeared. This happened only one time on (B)(6) 2014 but could not be reproduced when using the same plan and same procedure. There is no report of mistreatment or injury to the pt. This issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2014. This MDR is being mailed on (B)(4) 2014. The investigation is on-going and a supplemental report will be submitted upon completion.